Manufacturer narrative:
Findings: pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. No vibration anomaly noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 242 mg/dl. The customer states that the pump that doesn't work the screen is blank they have replaced battery several times and its vibrating, but can't see anything on screen and they tried to download but can't get it uploaded. Troubleshooting was performed for blank display and noticed display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.